Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose levels up to 400 mg/dl for several months. The customer's mother stated that each time a new sensor was inserted, it caused bleeding and pain in the customer. The caller declined troubleshooting and stated that she would call back. The insulin pump was not replaced or returned for analysis.